Manufacturer narrative:
(B)(4). Date sent: 6/3/2021. H6: component code = others (g07). D4: batch # u5eg5l. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two reloads (b & c) present. The reloads were received partially fired 1/16. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It should be noted that product failure is multifactorial. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Changed another one to continue the surgery, the same problem happened again. Used knife reverse button to return knife. Changed a new one to complete the surgery. There were no adverse consequences to the patient. No additional information can be provided.